Event description:
As it was reported by the sales rep via email, the patient had a smart control stent placed five months ago, in the right superficial femoral artery. The lesion had 80% stenosis and was pre-dilated. The patient came back because of a cold foot and the stent was noted to be re-occluded an additionally, the stent struts were fracture. Angiojet was used to treat the patient and tpa was administered. Despite a couple of days of therapy, flow could not be adequately restored and ultimately the patient had to undergo amputation.

Manufacturer narrative:
As it was reported by the sales representative, via email, the patient had a smart control stent placed five months ago, in the right superficial femoral artery (sfa). The lesion had 80% stenosis and was pre-dilated. The patient returned with complaint of a cold foot. Angiogram was performed and the stent was noted to be re-occluded with an unknown number of fractured stent struts. Angiojet was used to treat the patient and tpa was administered. Despite a couple days of therapy, flow could not be adequately restored and ultimately the patient had to undergo amputation. The patient's medical history includes extensive peripheral vascular disease. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15025586 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No corrective or preventive action will be taken, given that, with the information provided the reported failure does not appear to be related to the manufacturing process. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.